Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1k0kw, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1k0kw, (B)(6), (B)(4). Apply to the lead in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. It was reported that the patient recently fell in their garden on a cement paver and it felt like they injured themselves where the wire was because they could hardly walk now. The patient noted they could use a walker but they could not walk without holding onto something and it was also painful to even stand up. The patient reported was so painful down by the groin/vagina area. The patient also mentions they thought the fall also effected their leg muscles as well. The patient reported when they got up on the morning of the call they were fine until they stood up out of the bed. The patient noted they were up until 6 am because they couldn¿t go to bed because they couldn¿t handle it. The patient reported that therapeutic effect also got worse since the fall because they were changing pads all day. The patient noted they weren¿t even drinking anything because they didn¿t want to go to the bathroom. When ending the call, the patient also mentioned they had to go because they were urinating in their pants. The patient was going to follow up with their health care physician (hcp). There were no further complications reported/anticipated.